Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 232 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated they did not press on the drive support cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The compromised force sensor system alarm occurred during prime test due to moisture damage force sensor relay. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.